Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements, high threshold measurements, and inappropriate shocks due to oversensed noise. An x-ray revealed a lead fracture near the subclavian area. The patient reported pain due to inappropriate shocks. The lead was electrically deactivated and the patient was referred for a lead revision at another hospital. The lead was later surgically abandoned and replaced without incident. No additional adverse patient effects were reported.